Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and nine months later, a computed tomography (CT) scan showed an infra renal bard g2x filter with apex embedded along the anterior wall. There was possible stenosis at that level. There was multifocal filter penetration into the retroperitoneum and adjacent vertebral body. After five months, a computed tomography (CT) scan showed an infra renal bard g2x filter with apex embedded along the anterior wall. There was possible stenosis at that level. There was multifocal filter penetration into the retroperitoneum and adjacent vertebral body. On an unknown date, the patient presented with abdominal pain. On the same day, a computed tomography (CT) abdomen and pelvis with intravenous contrast showed that an inferior vena cava filter was present. On an unknown date, an attempt was made to retrieve the chronically embedded bard g2x inferior vena cava filter from the patient¿s body. Pre-procedural spot images demonstrated an intact bard g2x inferior vena cava filter. Through the ultrasound-guided right internal jugular vein access, a 5-french micropuncture set was advanced. An inferior venacavogram demonstrated that a bard g2x filter was present in the infra renal inferior vena cava. The filter integrity was intact. Leg penetration of the filter was present. Cavogram demonstrated multifocal penetration and no acute filling defects were noted. The micropuncture set was exchanged for the amplatz wire into the inferior vena cava. The rigid forceps was advanced through the sheath anteriorly to the base of the filter apex and with the forceps in the open position, used to dissect away the scar tissue surrounding the apex. After sheathed over the filter apex to confirm that scar tissue had been freed, the apical hook was snared with the 12-20mm x 120cm ensnare. After this, the entire filter was sheathed. The sheath was retracted and rotated, to sheath over the distal filter hooks. The filter was completely captured and removed. Complex inferior vena cava filter retrieval with fluoroscopic guidance was performed with 1 hour of additional procedure time because of the technical difficulty of the procedure, that resulted from the embedded nature of the filter and its effects on the inferior vena cava, that required substantial additional physical and mental effort. Post-retrieval venography demonstrated no active extravasation or acute filling defects. The sheath was removed, and hemostasis was achieved with manual compression. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 08/2015.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism and unable to anticoagulate on coumadin. Approximately two years and nine months post filter deployment, a computed tomography (CT) scan revealed that there was multifocal filter penetration into the retroperitoneum and adjacent vertebral body and difficult to remove. The device was removed percutaneously. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.